Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. It was also indicated that the lock and enter button were flat on the keypad, the case was broken, the battery and display wires were pinched, and the main printed circuit board (pcb) was out of specification electrically. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connector ports. The epg was returned for service. There was no patient involvement.